Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-mar-2017, fse arrived at the site to address the reported event. Fse replaced the the stator and rotor seals but the large syringe errors persisted. Then, he removed and cleaned the drive screw threads and, initially, manually turned the large syringe. He ultimately replaced the syringe assembly, which finally resolved the large syringe error. Fse, then attempted to calibrate, but it failed so the sample loop was replaced. The following calibration and qc attempts were successful. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the syringe assembly.

Event description:
On (B)(6) 2017, the customer reported a "706 large syringe error" with their g8 analyzer. Technical support (ts) instructed the customer to change out the sample needle and report back. On (B)(6) 2017, the customer called back to report receiving the same error after changing out the sample needle. They attempted to troubleshoot further by changing out the column and filter, which resulted in missing peaks and the inability to calibrate. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.